Manufacturer narrative:
The device was received and the product evaluation is in progress. No conclusion can be drawn. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Additional narrative: a product evaluation was performed. The investigation of the complaint articles indicates that: the complaint condition is confirmed as the screwdriver was received with the movable t8 component of the cardan joint broken off. The sidewalls on the joint are bent outwards and the holes are warped and broken. The two holding pins are broken off and were not received. The t8 tip is in a very used condition, with clearly visible wear marks. Due to the before mentioned deformation of the sidewalls the inner shaft cannot be pulled out and therefore the relevant dimensions cannot be verified. The manufacturing documents were reviewed and no complaint related issues were found, the device was manufactured in february 2014 according to the specification. This and the used condition of the device speak against a manufacturing related issue. Based on the available information it is not possible to determine a definitive root cause, however this complaint is consistent with failure due to excessive torque. The angled driver is not designed or intended to be used for final tightening of the screws. In this relation we would like to point out the zero-p surgical technique, where following regarding screw tightening is mentioned: to lock the screw head in the plate, always use the torque limiter with the screwdriver to tighten each screw to the recommended 1.2nm torque. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Device used for treatment, not diagnosis. Patient information not available for reporting. Additional classification codes: kwq. Reporters phone number: (B)(6) device is an instrument and is not implanted/explanted. Device is expected to be returned to synthes manufacturer for evaluation /investigation, but has yet to be received. Device history records review was conducted. The report indicates that the: 03.617.900 / 8727773, manufacturing site: (B)(4), manufacturing date: 20. Feb. 2014. No ncrs were generated during production. Review of the device history record showed that there were no issues during the manufacture of the product that would contribute to this complaint condition. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes on an event in (B)(6) as follows: it was reported that during surgery on (B)(6) 2017 the tip of the screwdriver broke off. There was no patient harm and the surgery was not prolonged. All broken off fragments were removed from the patient and the procedure was successfully completed. This complaint involves 1 part. This report is 1 of 1 for (B)(4).